Event description:
The manufacturer received information regarding a simplygo mini. The device was returned to a third party service center. During evaluation of the device, the plug was found to be "pushed in" the motor mounts were worn, and the device made a whistling/chirping noise. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient.

Manufacturer narrative:
Device not returned to the manufacturer.